Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer indicated that blood glucose level was elevated, but the exact value was not provided. It was confirmed that the customer would use manual injections of novolog as alternate insulin therapy.